Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported repeated/duplicate keypad output which were reproduced as an automatic output of the #8 key. Evaluation observed the #8 key to be inoperable, however any of the remaining functional keys produced the #8 following the selected key's function when pressed. The symptom was verified and found to be caused by a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a repeated/duplicate keypad output during programming/setup in the emergency room. There was no patient involvement. No additional information is available.